Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a skin irritation. The rash was located near the shoulder blades and on the back underneath the therapy electrodes. It was described as itchy and has welts, but no oozing of fluids. Patient also reported a burning sensation. There was no alleged device malfunction contributing to the irritation. Patient used a dermatologist recommended cream. Follow up indicated that the irritation has improved.